Event description:
It was reported by a customer in the USA that, the respiratory therapist noticed that the shiley tracheostomy tube cuff would not stay inflated. The device cuff was pre-tested by inflating with air. Afterwards, it was observed that the unit deflated during prior to use, and it was not used in the patient. There was no reported patient injury.

Manufacturer narrative:
The lot number was not provided. Therefore, no manufacturing date can be identified and reported. The device is not being returned for an investigation.(B)(4)

Manufacturer narrative:
One sample of a shiley tracheostomy tube single-cannula was received for evaluation. Inspection was performed, and it was observed that the cuff exhibited little cuts. The customer reported malfunction was verified. (B)(4).